Event description:
While boston scientific sensor, straight tip nitinol wire with hydrophilic tip was in use during a right ureteroscopy, the tip of the guide wire broke off in the pt's ureter. Upon discovering the broken portion of the guide wire, it was removed by the surgeon.